Event description:
It was reported that the right ventricular (rv) lead exhibiting t-wave oversensing (twos), and a lead integrity alert (lia) triggered due to several non sustained episodes and an increase in sensing integrity counter (sic). The lead sensitivity was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.